Event description:
The lay user/patient contacted lifescan alleging that the product was prompting the apply sample issue. The customer care advocate walked the lay user through the troubleshooting and found out that the patient was using the correct testing technique. The test strip drew the sample into the test area and when retested with a new vial of test strips, the issue was not resolved. Replacement products were sent to the patient. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.